Event description:
It was reported that during the implant of an implantable cardioverter defibrillator (ICD) system, the patient experienced a bilateral pneumothorax with difficult access, hypoxemia and hypotension. The patient's hypotension was resolved with IV fluids but the patient became dyspneic with decreased oxygen saturations. Post procedure a chest x-ray confirmed pneumothorax on the left; a chest tube was placed and the lung was re-expanded. The patient's dyspnea and oxygenation improved. The patient then became hypotensive again and repeat chest x-rays showed new pneumothorax on the right side. Another chest tube was placed. Serial chest x-rays were take and chest tubes were placed to waterseal. The patient was able to be discharged on room air. Two days later a CT scan of the patient revealed a right-sided pneumothorax. The patient was converted to sinus rhythm and placed on digoxin. The symptoms were resolved five days later. The leads remain in use, and no patient complications have been reported as a result of this event. The patient is part of the adapt response clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4.)